Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported the patient's right hip was revised due to the trunnion breaking off a bit beyond the end of the femoral head (side closest to stem). Intra-operatively, the following were noted: trunnion wear, metallosis, pseudotumor, liner discoloration. The stem, head and liner were revised to a competitor stem and head with an elevated rim liner. Rep provided the revision usage sheet and confirmed that no further information will be released by the hospital or surgeon.